Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by reloading the same cartridge and was able to successfully load it onto the pump after cleaning the pneumatic tap area as instructed by technical support. The customer resumed insulin delivery after the call.